Manufacturer narrative:
The device evaluation was completed on 4-aug-2021. It was reported that a patient underwent an ablation procedure with a carto 3 system and a map shift issue occurred. Initially, it was reported that after geometry was created by ss, a ss merge/deviation issue occurred. The left pulmonary vein (lpv) side deviated greatly and the point of the lpv posterior wall was added and merged again. This was not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. Additional information was received confirming that a map shift with no error occurred. The lpv side was displaced by 2 ~ 3 catheter tip diameters toward the CT posterior wall. The procedure was successfully completed without patient's consequence. There was no cardioversion prior to the map shift and the patient did not move before detecting the shift. The map shift issue was assessed as MDR reportable since such map shifts could potentially be caused by system malfunction, and there is a potential risk to patient. Device evaluation details: the study data was requested by the device manufacturer to investigate the issue. However, no data was received from the account. It was reported that the data was not available; therefore, investigation of the map shift issue was not possible. The bwi field service engineer (fse) confirmed that the issue was caused by metal interference due to the c arm when using the product. Raising the surgery table resolved the issue. The issue is related to user error. System is ready for use. The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed and one additional complaint similar to the reported issue was found. A manufacturing record evaluation was performed for the system # (B)(6), and no internal actions related to the reported complaint condition were identified. Based on the completed mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4)

Manufacturer narrative:
(B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto 3 system and a map shift issue occurred. Initially, it was reported that after geometry was created by ss, a ss merge/deviation issue occurred. The left pulmonary vein (lpv) side deviated greatly and the point of the lpv posterior wall was added and merged again. This was not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 4/25/2021, additional information was received confirming that a map shift with no error occurred. The lpv side was displaced by 2 ~ 3 catheter tip diameters toward the CT posterior wall. The procedure was successfully completed without patient's consequence. There was no cardioversion prior to the map shift and the patient did not move before detecting the shift. Therefore, the awareness date for this issue is 4/25/2021. The map shift issue was assessed as MDR reportable since such map shifts could potentially be caused by system malfunction, and there is a potential risk to patient.